Manufacturer narrative:
PMA: dqx. PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the amplatz extra-stiff support heparin coated wire guide was to be used for an endovascular aneurysm repair. Prior to use, it was found to be frayed upon removal from the holder. The complaint device never made patient contact. It was replaced with another device. No patient adverse effect has been reported as a result of this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, documentation, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the mandril was protruding a length of 1 mm, at a distance of 4.1 cm from the distal end of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was traced to the usage of the device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
According to the complainant, there was no attempt to alter or curve the distal end of the complaint device prior to use. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.